Manufacturer narrative:
Analysis of lead model 977a260, serial # (B)(4) showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#(B)(4), implanted: (B)(6) 2016, explanted:(B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. The caller reported lead failed to produce stimulation despite good impedance, tried multiple contacts and configurations. Some upper back pain was created but no paresthesia. Lead was replaced in approximately the same location and patient reported appropriate paresthesia. The event occurred during procedure and the device was explanted. Tried various contacts, both ports in mltc, at multiple levels in the spine. All produced same result. The issue is resolved at the time of this report.

Manufacturer narrative:
Correction: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.